Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why does the surgeon believe that the final anastomosis was of a lower quality than expected? Were there any post-op scans done or medical treatment provided? How was the patient treated? Does the surgeon believe that the post-op complications were associated to the ethicon tlc10 device? If yes, why? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the device got jammed after 1 cm at the beginning of stapling. 4 days after the surgery the patient had a high temperature spike and had to be hospitalized. The hospital stay was 48 hours. It is not known whether this temperature spike can be attributed to the device. The operation time was longer, and the anastomosis performed was of lower quality (the procedure had already been initiated when the incident occurred) compared to what she would have done if the incident had not occurred. Procedure: unknown.

Manufacturer narrative:
(B)(4) date sent: 12/02/2022 d4: batch # 621a51 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload had the 7 most proximal drivers up and the swing tab was noted to be missing, making the reload nonfunctionally. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. No conclusion could be reached on what caused the swing tab to detach. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. A manufacturing record evaluation was performed for the finished device batch number 621a51, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/28/2023. DHR (device history review) completed. Medical opinion: although a potential manufacturing issue was identified at analysis (missing swing tab), this would lead to a lockout and is not believed to be associated with an increased risk for potential post-operative anastomotic leak. It was also reported that the patient had a fever of unknown origin that prolonged the hospitalization by two additional days. There was no definitive determination of the cause of the fever, which resolved. This does not fit the clinical scenario of a post-operative anastomotic leak. Due to these two factors it is not believed that the manufacturing defect identified at analysis caused or contributed to the reported post-operative complication, i.e. Fever. H11: corrected data = investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload had the 7 most proximal drivers up and the swing tab was noted to be missing, making the reload nonfunctionally. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 621a51, and no non-conformances were identified.